Event description:
It was reported that the patient was not being able to make adjustment with the antenna attached to the patient programmer. The patient had no telemetry and was getting the poor communication screen. The patient was able to sync the programmer with the implantable neurostimulator (ins) and turn the ins on without the antenna. The patient had shooting pain down their leg and the pain got so bad they wanted to commit suicide. It did not appear to be a serious comment. The patient was advised to see their health care provider (hcp) to get programs into the programmer and the patient had tried new batteries. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03ylq, implanted: (B)(4) 2012, product type: lead.